Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the common bile duct (cbd) on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device failed to perform cautery. Additionally, the cord was replaced however; no current flowed through the wire. The procedure was completed with another dreamtome using the same erbe generator. There was no visible damage to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Results: no failure detected: the alleged failure "no current flowed through the wire¿ could not be duplicated, however, the working length was twisted. Investigation results: visual evaluation of the returned device found the working length twisted. Functionally, a resistance test was performed, and found to be within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the common bile duct (cbd) on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure the device failed to perform cautery. Additionally, the cord was replaced, however; no current flowed through the wire. The procedure was completed with another dreamtome using the same erbe generator. There was no visible damage to the device prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.